Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that after a tka that took place at an unknown time, the patient presented instability. According to the surgeon due to wear over time of the lgn ps high flex xlpe sz 3-4 13mm. A revision surgery took place on (B)(6) 2023 to exchange it. Patient current health status is unknown. No other complications were reported.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed due to knee instability after an unknown length of time in-vivo. Reportedly, according to the surgeon due to wear over time, the poly was swapped for a thicker constrained poly to correct the issue. The patient current health status is unknown, although reportedly the patient left the surgery in good health. It was communicated that the requested clinical documentation was not available and no extra info on the site incident occurred. Without the requested medical documentation, no clinical factors could be definitively concluded to have contributed to the event. The patient impact beyond the reported instability and revision with a thicker constrained poly cannot be determined. No further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems reveal in possible adverse effects that wear of the polyethylene articulating surfaces of knee replacement components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal, or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, joint laxity, friction, joint tightness, patient condition and/or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.